Event description:
Information was received indicating that a smiths cadd extension set leaked from the filter. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one cadd extension set was returned for analysis in used condition. Visual inspection identified no discrepancies. During functional testing, a leak was observed fleeing from the air vent of the filter. The customer reported issue was able to be duplicated. The problem source coudl not be identified.